Manufacturer narrative:
Based on the additional information regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring.

Event description:
On (B)(4) 2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 11-mar-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Date of the event: date of the event is unknown. Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring. The physician noted the patient was high risk for infections. Per kci records, the patient was on antibiotic therapy prior to v.a.c.® therapy placement. It is unclear from the information provided when this infection occurred. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the patient was admitted due to a wound infection and is on antibiotic therapy. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient was admitted for fever and dizziness and noted the patient underwent a debridement. She could not determine if the debridement was related to v.a.c.® therapy. On (B)(6) 2018. The following information was reported to kci by the patient: the patient reported being on and off v.a.c.® therapy multiple times. The most "recent" v.a.c.® therapy placement for two weeks. Dates of therapy are unknown. Per review of kci records, on (B)(6) 2018, the physician noted the patient's right lateral foot wound was evaluated last week, date note provided, and patient was admitted for antibiotics and evaluation. The patient subsequently underwent a debridement and was discharged home on antibiotic therapy. On (B)(6) 2018, the physician evaluated the patient and noted the patient was currently on two antibiotic medications. The physician performed an excisional debridement and noted that he would order a wound vac that would be needed by (B)(6) 2018. It was noted the patient was high risk for infections. There were no previous v.a.c.® therapy placements documented in kci records. On (B)(6) 2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, kci quality engineering, determined, to date the device has not been returned to kci and is not available for evaluation in kci quality engineering.